Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the atrial lead exhibited high thresholds. The physician attempted to reposition the lead, but was unable to. The lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, and visual summary analysis of the lead indicated apparent explant damage.